Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan in 10 minutes and sensor ended¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer felt their glucose level was low and experienced sweating and weakness. The customer had contact with a healthcare professional who administered a serum for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.